Event description:
Customer reports clinician was placing an enteral feeding tube with assistance of the cortrak enteral access device in awake and conversant patient. After approximately 60-70 minutes of tube manipulation, kub x-ray was done and trickle feedings were begun. Two - four hours later, upon routine reassessment by a 2nd clinician, patient reported acute pain during air instillation to auscultate for tube tip location. Medical examination ensued and another kub was done, this study with gastrograffin contrast --- report indicated that the tube lies with tip in pelvis suggesting perforation of stomach. Subsequent CT showed enteral tube transecting the esophagus at the ge junction with tip in pelvis associated with free air and intra-abdominal fluid. Stable patient underwent surgical repair, followed by short stay in ICU and is currently being enterally and orally fed on general care hospital unit.